Event description:
Rptr noted intermittent handpiece power. Changed tip three times. Metal particles observed during procedure; irrigated out, then noticed tiny particles on the iris one day post-op. No pt injury reported.